Event description:
It was reported that during an ear, nose, and throat surgical procedure, ¿right before use¿, it was discovered that the attachment device was ¿frozen, would not rotate and would not attach to the drill¿. The reporter stated that ¿the device did not touch the patient¿. There was a five minute delay in the surgical procedure. An identical spare device was available to complete the procedure successfully. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.